Event description:
Reportted ad, "weight gain, no result". Though only vague event was reported, physical examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.